Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose of 406 mg/dl on (B)(6) 2015 at night. She took a correction and when she got up the next morning her blood glucose went from 384 mg/dl to over 400 mg/dl. She was then at 527 mg/dl so her husband called the ambulance and she was taken to the hospital. Blood glucose value when the paramedics arrived was 678 mg/dl. The customer also mentioned there was an issue with rewinding the insulin pump and she could not get her blood glucose under 300 mg/dl. Customer was unable to troubleshoot at the time and stated she would call back.